Event description:
Atraumatic grasper broke inside pt. Parts had to be retrieved. Piece of jaw missing. X-ray was done - other side found inside, but unable to retrieve. Fluoroscopy done and still unable to retrieve piece of instrument jaw. Surgeon discussed options with pt's wife and it was decided not to do open procedure. Piece still in pt.